Event description:
It was reported that right ventricular (rv) lead exhibited a slow steady increase in impedance over the past year and it now measured at a high impedance value. The pace/sense portion of the lead was capped and was replaced with a new pace/sense lead. The lead remains in use for the high voltage therapy portion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5592-53 implantable pacing lead, (B)(6) 2002; 7278 implantable cardioverter defibrillator (B)(6) 2008. (B)(4).